Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, noting that the pump was reading low and a confirmatory fingerstick measured 50 mg/dl; the user treated the event with oral glucose in the form of a vanilla drink and honey and subsequently returned to range, with the underlying cause unclear. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available; the medical device problem and device component details could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.